Event description:
A phlebotomist stuck finger while cleaning up the work-sight after completing a blood draw. The phlebotomist thought they had closed the safety sheath properly and then set it down. However, was stuck when they gathered the used materials into a pile prior to disposal. The blood draw pt was considered "low risk". Employee health took a "baseline" work-up on the phlebotomist and scheduled a 6-mo follow-up.